Event description:
The device was intended for a diagnostic upper endoscopy. The procedure was completed with a different device. There were no delays nor reported patient harm. Anesthesia was not used.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to fields b5, e2, e3, h3, h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight (8) years since the subject device was manufactured. There was no delay in the start of precleaning, the air/water nozzle was flushed and the device was presoaked with detergent solution, and there were no abnormalities in the reprocessing accessories. The foreign material was unable to be identified. Based on the results of the investigation, it is likely the foreign material may have been unremoved because the device was not reprocessed properly due to a leak at the biopsy channel. The suggested event is detectable and preventable by handling device in accordance with the following instructions for use. Instructions for use states the detection method in gif-190 series operation manual chapter 3 preparation and inspection. Instructions for use states the preventive measure in gif-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the evis exera iii gastrointestinal videoscope exhibited adhesive removed, no air/water flow due to clogged nozzle and after nozzle removed air/water flow ok. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.